Manufacturer narrative:
H10: multiple attempts have been made on 17nov2023, 01dec2023, and 08dec2023 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60, indicating that there was the error, "check vent: proximal pressure and auto zero failed" had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that there was an error, "check vent: proximal pressure and auto zero failed", had occurred. The customer and rse performed a troubleshoot together and confirmed that the error had occurred in the event log. The customer informed the rse that they would check the cable and callback if necessary.